Event description:
A customer reported that a pt experienced a corneal burn during a procedure. Add'l info provided indicated that the event occurred during the second procedure of the day. The surgeon noted when the tip was placed in the eye, there was no fluid flow. The case was completed after the handpiece was replaced. The pt is reported as recovering well.

Manufacturer narrative:
There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk at this time. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(6), most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. Alcon will continue to monitor data for evidence of adverse trending and take further action, as appropriate. (B)(4).